Event description:
The pt ((B)(6)) was implanted with an ipg in (B)(6) 2010. It was reported that the pt is experiencing a burning sensation at the ipg site when recharging. The issue allegedly began shortly after the pt underwent a lead replacement procedure. An x-ray of the pt's scs system shows that the lead is partially disconnected from the bottom ipg header.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.